Manufacturer narrative:
Manufacturer narrative: clinical code: 4580 - insufficient information - device kinking reported with patient outcome noted as " patient remains in study. " impact code: 4648 - insufficient information - additional information has been requested from the site. Device problem code : 2889- deformation due to compressive stress - event reported as thoraflex hybrid kinking. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: - thoraflex hybrid sales jan 22 - jan 26 vs hybrid device kinking events jan 22 -feb26 had an occurrence rate of (B)(4) no trend requiring action has been identified. 4111 - communication interview: additional information has been requested from the site to aid the investigation. 3331 - analysis of production records: full batch review performed from base fabric to finished product for device ID- which confirmed the batch was manufactured to specification. 4117 - device not returned: device remains implanted . Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.

Event description:
Event of device kinking reported from extend study (extend - nct05639400). Patient (B)(6), male with chronic aortic dissection (debakey type 3a), experienced an adverse event of device kinking. The patient underwent an open surgical replacement of the aorta with a thoraflex hybrid device on (B)(6) 2025. A planned extension using a relaypro nbs (cat no: 28-n4-40-250-28u, lot no: 2510280185) was implanted on (B)(6) 2025 - tevar using a 40x28x250 bolton relay, bolton 32x28x164 and lsca (author deems this to be left subclavian artery) embolisation. The core lab reviewed the discharge/30 day CT scan and highlighted to terumo that the scan showed a 59% device kinking.